Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: impella catheter too far in the left ventricle ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine. If the impella catheter is too far into the left ventricle, echocardiography will likely show the following: ¿ catheter inlet area more than 4 cm below the aortic valve ¿ catheter outlet area across or near the aortic valve¿. Section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis and renal failure. Hemolysis was noted with a "definite" relationship to the impella cp device. During index admission, subject had impella cp placed. Shortly after returning to cardiovascular intensive care unit, hematuria was noted. Hemolysis labs drawn were notable for ld total plasma 605 and plasma-free hemoglobin 390 mg/dl. Positive red blood cells were present in urinalysis. Hemolysis event noted and decision was made to exchange impella cp to impella 5.5 device in the setting of ongoing hemolysis. Additionally, acute renal failure was noted with a "definite" relationship to the impella cp device used: worsening renal function in the setting of cardiogenic shock. Status post consult with nephrology, recommendation made for dialysis. Continuous renal replacement therapy was also initiated. The status of the patient was noted as the patient has not recovered/events have not resolved.

Manufacturer narrative:
The investigation for the hemolysis and renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis and renal failure could not be determined.